Event description:
Customer reported an issue with the v series monitor, which may have affected patient monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included a recalibration of the unit.